Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experiences ongoing extreme pain, inability to have sexual intercourse and discomfort. The patient reported that the surgeon opines that her body was rejecting the mesh and it required partial excision which was completed in (B)(6) 2016. The patient added that she required further surgery including an abdominal incision to partially remove this mesh implant,. The right side was removed and the left side is still in place. No additional information is available.